Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded after removal; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, blood and yellow exudate were observed at the stoma site. On (B)(6) 2019, an abdominal x-ray was performed, with normal results. On (B)(6) 2019, malodorous gastric juices were observed leaking from the stoma, and the skin around the stoma appeared infected and burned. On (B)(6) 2019, the patient was hospitalized due to the stoma leakage and for treatment for the wound around the stoma. No information was provided on the type of treatment the patient received. On (B)(6) 2019, the patient's peg-j tubing was removed and duodopa therapy was discontinued.